Event description:
This case is cross-referenced with case (B)(4) (same patient). This unsolicited case was received from united states on 24-apr-2018 from a patient and physician. This case concerns a (B)(6) female patient who started treatment with synvisc and the same day could not walk, 18 days after last dose, patient had synovitis, 24 days after the last dose had tricompartmental chondromalacia and complex medial meniscus displaced tear, 3 days from last to onset had baker's cyst and swelling in the knee diffuse/knee was a balloon/increasing swelling in left knee, pain/ increasing pain in left knee/diffuse tenderness to palpation over the knee, 7 days last dose to onset had restriction to knee flexion and extension, aspirate knee and bad reaction, after unknown latency had clicking in the knee, patient had arthritis in knees. Patient got hives from cefalexin monohydrate (kflex), never used it again. Concomitant medications included lisinopril for blood pressure, rosuvastatin calcium (crestor) for cholesterol and ibandronate sodium for bone density. On (B)(6) 2017, the patient started treatment with intra-articular synvisc injection (dose and frequency, batch number and expiry date and indication: unknown). On (B)(6) 2017, the patient came in office for her knee giving her trouble in the gym with some swelling and crepitus. The x-ray showed some mild arthritis. Patient's left knee was approved for synvisc injection and received it through lateral approach. The patient tolerated the injection well. The same day, the patient could not walk. The next day problem continue and the patient visited doctor on (B)(6) 2017. On (B)(6) 2017, 3 days after the last dose of synvisc, the patient returns with some swelling in the knee diffuse. It did not appear to be specifically in the knee. Motion was good. Small baker's cyst. Negative homan's sign. There did not appear to be any likelihood of an infection. Patient just got voltaren gel. Patient was going to receive some hydrocodone bitartrate/paracetamol (narco) for pain. There was no reason to aspirate the knee today but switching from ice to heat is required. Physician was going to freeze patient's gym membership. On (B)(6) 2017, seven (7) days after last dose of synvisc, the patient came for repeat evaluation. Patient was seen for increasing pain and swelling in the left knee and had aspirate knee and had bad reaction. Patient underwent physical exam today, she did have a suprapatellar effusion present. There did not appear to be any evidence of erythema or infection present. The same day, 7 days after the last dose of synvisc, patient restriction to knee flexion and extension. Patient was also complaining of some knee pain in the posterior aspect of the knee and the calf. Calf appears to be soft. The patient also underwent x-ray which showed some evidence of calcification. No acute fracture. Arthritic change was seen. Possible aspiration was recommended to help with the pain. Patient agreed. On (B)(6) 2018, the patient underwent aspiration 41 ml of straw-colored fluid from the suprapatellar bursa. The patient tolerated the procedure well. Patient underwent venous doppler to the left lower extremity to rule out blood clot. Patient could do some icing to the knee. Patient was prescribed for norco 7.5 mg. Patient's MRI of left knee would be hold off at this time. On (B)(6) 2017, the patient underwent bilateral lower extremity venous sonogram with color and spectral doppler and impression was no evidence of deep venous thrombosis with in femoral-popliteal system and had large baker's cyst. On (B)(6) 2017, 18 days after last dose of synvisc, the patient had synovitis. On (B)(6) 2017, the patient underwent MRI left knee without contrast and the impression was radial tear of the medial meniscus root with marked extrusion of the body of the medical meniscus, tricompartmental articular cartilage abnormalities with denuded cartilage of the patellofemoral compartment. Joint effusion and large ruptured baker's cyst with several intra-articular bodies. And had 1.2 x 1.5 cm proximal tibia bone lesion, likely an enchondroma. On (B)(6) 2017, the patient visited for evaluation of chronic left knee pain. Patient underwent multiple viscosupplementation injections as well as physical therapy and antiinflammatory medications. She was still having pain over the medial aspect of the knee. She had diffused tenderness to palpation over the knee but most of the pain was over the medial aspect. The same day, patient underwent physical examination: she was in no acute distress, alert and oriented trice, pleasant in demeanor. On evolution of her left lower extremity, she had no skin breakdown and swelling. She had medical joint line tenderness to palpitation. Also had slightly positive patellar grind. Had pain with forward flexion medially and extension medially. The same day, patient's x-ray showed the left knee was significant for mild arthritic changes tri-compartmentally. MRI was significant for a complex medial meniscus displaced tear, as well as tricompartmental chondromalacia (onset: (B)(6) 2017; latency: 24 days last dose to onset). On (B)(6) 2017, the patient underwent left arthroscopic medial meniscectomy, left arthroscopic synovectomy and left knee arthroscopic removal loose bodies for left knee medial meniscus tear, synovitis and loose body chondromalacia. On unknown dates in 2017, the patient recovered from all the events. On (B)(6) 2018, patient visited for postoperative evaluation. Patient was doing well. Patient was much happier with the results. Patient's pain had decreased significantly and she was able to ambulate. On (B)(6) 2017, patient was doing very well. However, patient was still having some clicking in the knee (onset: 2017; latency: unknown). However, the pain was significantly improved compared to before operation. Patient would proceed with viscosupplementation. Action taken: drug withdrawn nos corrective treatment: left arthroscopic synovectomy for synovitis, diclofenac potassium (voltaren) gel for baker's cyst; diclofenac potassium (voltaren), ice, heat for restriction to knee flexion and extension, left knee arthroscopic removal loose bodies,left arthroscopic medial meniscectomy for complex medial meniscus displaced tear; diclofenac potassium (voltaren), ice, heat for could not walk, swelling in the knee diffuse/knee was a balloon/increasing swelling in left knee, ice, heat , hydrocodone bitartrate/paracetamol (narco), diclofenac potassium (voltaren)for pain/increasing pain in left knee/diffuse tenderness to palpation. Over the knee; aspiration for aspirate knee; not reported for rest events. Outcome: unknown for clicking in the knee; recovered/ resolved for rest events. Seriousness criteria: hospitalization for all the events. Pharmacovigilance comment: sanofi company comment for dated 24-apr-2018: based upon the information, the causal role of synvisc cannot be denied with the occurrence of event. However, further detailed information regarding detailed medical history, lab data, concurrent conditions, concomitant medications and other risk factors would aid in the better assessment of the case.

Event description:
Synovitis [synovitis] tricompartmental chondromalacia [chondromalacia] baker's cyst [baker's cyst] restriction to knee flexion and extension [joint range of motion decreased] complex medial meniscus displaced tear [meniscus tear of knee] ([loose body in knee]) clicking in the knee [joint clicking] could not walk [walking difficulty] swelling in the knee diffuse/knee was a balloon/increasing swellin in left knee [swelling of l knee] pain/increasing pain in left knee/diffuse tenderness to palpation over the knee [knee pain] aspirate knee [knee effusion] bad reaction [reaction unevaluable] . Case narrative: this case is cross-referenced with case ID: (B)(4). This unsolicited case was received from united states on 24-apr-2018 from a patient and physician. This case concerns a 57 years old female patient who started treatment with synvisc and the same day could not walk, 18 days after last dose, patient had synovitis, 24 days after the last dose had tri-compartmental chondromalacia and complex medial meniscus displaced tear, 3 days from last to onset had baker's cyst and swelling in the knee diffuse/knee was a balloon/increasing swelling in left knee, pain/increasing pain in left knee/diffuse tenderness to palpation over the knee, 7 days last dose to onset had restriction to knee flexion and extension, aspirate knee and bad reaction, after unknown latency had clicking in the knee, patient had arthritis in knees. Patient got hives from cefalexin monohydrate (kflex), never used it again. Concomitant medications included lisinopril for blood pressure, rosuvastatin calcium (crestor) for cholesterol and ibandronate sodium for bone density. On (B)(6) 2017, the patient started treatment with intra-articular synvisc injection (dose and frequency, batch number and expiry date and indication: unknown). On (B)(6) 2017, the patient came in office for her knee giving her trouble in the gym with some swelling and crepitus. The x-ray showed some mild arthritis. Patient's left knee was approved for synvisc injection and received it through lateral approach. The patient tolerated the injection well. The same day, the patient could not walk. The next day problem continue and the patient visited doctor on (B)(6) 2017. On (B)(6) 2017, 3 days after the last dose of synvisc, the patient returns with some swelling in the knee diffuse. It did not appear to be specifically in the knee. Motion was good. Small baker's cyst. Negative homan's sign. There did not appear to be any likelihood of an infection. Patient just got voltaren gel. Patient was going to receive some hydrocodone bitartrate/paracetamol (narco) for pain. There was no reason to aspirate the knee today but switching from ice to heat is required. Physician was going to freeze patient's gym membership. On (B)(6) 2017, 7 days after last dose of synvisc, the patient came for repeat evaluation. Patient was seen for increasing pain and swelling in the left knee and had aspirate knee and had bad reaction. Patient underwent physical exam today, she did have a suprapatellar effusion present. There did not appear to be any evidence of erythema or infection present. The same day, 7 days after the last dose of synvisc, patient restriction to knee flexion and extension. Patient was also complaining of some knee pain in the posterior aspect of the knee and the calf. Calf appears to be soft. The patient also underwent x-ray which showed some evidence of calcification. No acute fracture. Arthritic change was seen. Possible aspiration was recommended to help with the pain. Patient agreed. On (B)(6) 2018, the patient underwent aspiration 41 ml of straw-colored fluid from the suprapatellar bursa. The patient tolerated the procedure well. Patient underwent venous doppler to the left lower extremity to rule out blood clot. Patient could do some icing to the knee. Patient was prescribed for norco 7.5 mg. Patient's MRI of left knee would be hold off at this time. On (B)(6) 2017, the patient underwent bilateral lower extremity venous sonogram with color and spectral doppler and impression was no evidence of deep venous thrombosis with in femoral-popliteal system and had large baker's cyst. On (B)(6) 2017, 18 days after last dose of synvisc, the patient had synovitis. On (B)(6) 2017, the patient underwent MRI left knee without contrast and the impression was radial tear of the medial meniscus root with marked extrusion of the body of the medical meniscus, tri-compartmental articular cartilage abnormalities with denurded cartilage of the patellofemoral compartment. Joint effusion and large ruptured baker's cyst with several intra-articular bodies. And had 1.2x1.5 cm proximal tibia bone lesion, likely an enchondroma. On (B)(6) 2017, the patient visited for evaluation of chronic left knee pain. Patient underwent multiple viscosupplementation injections as well as physical therapy and anti-inflammatory medications. She was still having pain over the medial aspect of the knee. She had diffused tenderness to palpation over the knee but most of the pain was over the medial aspect. The same day, patient underwent physical examination: she was in no acute distress, alert and oriented trice, pleasant in demeanor. On evolution of her left lower extremity, she had no skin breakdown and swelling. She had medical joint line tenderness to palpitation. Also had slightly positive patellar grind. Had pain with forward flexion medially and extension medially. The same day, patient's x-ray showed the left knee was significant for mild arthritic changes tri-compartmentally. MRI was significant for a complex medial meniscus displaced tear, as well as tri-compartmental chondromalacia (onset: (B)(6) 2017; latency: 24 days last dose to onset). On(B)(6) 2017, the patient underwent left arthroscopic medial meniscectomy, left arthroscopic synovectomy and left knee arthroscopic removal loose bodies for left knee medial meniscus tear, synovitis and loose body chondromalacia. On unknown dates in 2017, the patient recovered from all the events. On (B)(6) 2018, patient visited for post-operative evaluation. Patient was doing well. Patient was much happier with the results. Patient's pain had decreased significantly and she was able to ambulate. On (B)(6) 2017, patient was doing very well. However, patient was still having some clicking in the knee (onset: 2017; latency: unknown). However, the pain was significantly improved compared to before operation. Patient would proceed with viscosupplementation. Action taken: drug withdrawn nos. Corrective treatment: left arthroscopic synovectomy for synovitis, diclofenac potassium (voltaren) gel for baker's cyst; diclofenac potassium (voltaren), ice, heat for restriction to knee flexion and extension, left knee arthroscopic removal loose bodies,left arthroscopic medial meniscectomy for complex medial meniscus displaced tear; diclofenac potassium (voltaren), ice, heat for could not walk, swelling in the knee diffuse/knee was a balloon/increasing swelling in left knee, ice, heat , hydrocodone bitartrate/paracetamol (narco), diclofenac potassium (voltaren)for pain/increasing pain in left knee/diffuse tenderness to palpation over the knee; aspiration for aspirate knee; not reported for rest events. Outcome: unknown for clicking in the knee; recovered/ resolved for rest events a product technical complaint (ptc) was initiated on (B)(6) 2018 for "synvisc", batch number "unknown", global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: hospitalization for all the events additional information was received on 15-may-2018. Investigation summary was received and processed. Clinical course was updated and text amended accordingly. Upon internal review on (B)(6) 2019 with the clock start date of(B)(6) 2018 the device malfunction incorrectly captured as 'yes' was corrected.

Manufacturer narrative:
Sanofi company comment for follow-up dated 15-may-2018: the follow-up information received does not alter the overall case assessment. Based upon the information, the causal role of synvisc cannot be denied with the occurrence of event. However, further detailed information regarding detailed medical history, lab data, concurrent conditions, concomitant medications and other risk factors would aid in the better assessment of the case.

Event description:
Synovitis [synovitis] tricompartmental chondromalacia [chondromalacia] baker's cyst [baker's cyst] restriction to knee flexion and extension [joint range of motion decreased] complex medial meniscus displaced tear [meniscus tear of knee] ([loose body in knee]) clicking in the knee [joint clicking] could not walk [walking difficulty] swelling in the knee diffuse/knee was a balloon/increasing swellin in left knee [swelling of l knee] pain/increasing pain in left knee/diffuse tenderness to palpation over the knee [knee pain] aspirate knee [knee effusion] bad reaction [reaction unevaluable]. Case narrative: this case is cross-referenced with case ID: (B)(4).(same patient). This unsolicited case was received from united states on (B)(6) 2018 from a patient and physician. This case concerns a 57 years old female patient who started treatment with synvisc and the same day could not walk, 18 days after last dose, patient had synovitis, 24 days after the last dose had tri-compartmental chondromalacia and complex medial meniscus displaced tear, 3 days from last to onset had baker's cyst and swelling in the knee diffuse/knee was a balloon/increasing swelling in left knee, pain/increasing pain in left knee/diffuse tenderness to palpation over the knee, 7 days last dose to onset had restriction to knee flexion and extension, aspirate knee and bad reaction, after unknown latency had clicking in the knee, patient had arthritis in knees. Patient got hives from cefalexin monohydrate (kflex), never used it again. Concomitant medications included lisinopril for blood pressure, rosuvastatin calcium (crestor) for cholesterol and ibandronate sodium for bone density. On (B)(6) 2017, the patient started treatment with intra-articular synvisc injection (dose and frequency, batch number and expiry date and indication: unknown). On (B)(6) 2017, the patient came in office for her knee giving her trouble in the gym with some swelling and crepitus. The x-ray showed some mild arthritis. Patient's left knee was approved for synvisc injection and received it through lateral approach. The patient tolerated the injection well. The same day, the patient could not walk. The next day problem continue and the patient visited doctor on (B)(6) 2017. On (B)(6) 2017, 3 days after the last dose of synvisc, the patient returns with some swelling in the knee diffuse. It did not appear to be specifically in the knee. Motion was good. Small baker's cyst. Negative homan's sign. There did not appear to be any likelihood of an infection. Patient just got voltaren gel. Patient was going to receive some hydrocodone bitartrate/paracetamol (narco) for pain. There was no reason to aspirate the knee today but switching from ice to heat is required. Physician was going to freeze patient's gym membership. On (B)(6) 2017, 7 days after last dose of synvisc, the patient came for repeat evaluation. Patient was seen for increasing pain and swelling in the left knee and had aspirate knee and had bad reaction. Patient underwent physical exam today, she did have a suprapatellar effusion present. There did not appear to be any evidence of erythema or infection present. The same day, 7 days after the last dose of synvisc, patient restriction to knee flexion and extension. Patient was also complaining of some knee pain in the posterior aspect of the knee and the calf. Calf appears to be soft. The patient also underwent x-ray which showed some evidence of calcification. No acute fracture. Arthritic change was seen. Possible aspiration was recommended to help with the pain. Patient agreed. On(B)(6) 2018, the patient underwent aspiration 41 ml of straw-colored fluid from the suprapatellar bursa. The patient tolerated the procedure well. Patient underwent venous doppler to the left lower extremity to rule out blood clot. Patient could do some icing to the knee. Patient was prescribed for norco 7.5 mg. Patient's MRI of left knee would be hold off at this time. On (B)(6) 2017, the patient underwent bilateral lower extremity venous sonogram with color and spectral doppler and impression was no evidence of deep venous thrombosis with in femoral-popliteal system and had large baker's cyst. On (B)(6) 2017, 18 days after last dose of synvisc, the patient had synovitis. On (B)(6) 2017, the patient underwent MRI left knee without contrast and the impression was radial tear of the medial meniscus root with marked extrusion of the body of the medical meniscus, tri-compartmental articular cartilage abnormalities with denurded cartilage of the patellofemoral compartment. Joint effusion and large ruptured baker's cyst with several intra-articular bodies. And had 1.2x1.5 cm proximal tibia bone lesion, likely an enchondroma. On (B)(6) 2017, the patient visited for evaluation of chronic left knee pain. Patient underwent multiple viscosupplementation injections as well as physical therapy and anti-inflammatory medications. She was still having pain over the medial aspect of the knee. She had diffused tenderness to palpation over the knee but most of the pain was over the medial aspect. The same day, patient underwent physical examination: she was in no acute distress, alert and oriented trice, pleasant in demeanor. On evolution of her left lower extremity, she had no skin breakdown and swelling. She had medical joint line tenderness to palpitation. Also had slightly positive patellar grind. Had pain with forward flexion medially and extension medially. The same day, patient's x-ray showed the left knee was significant for mild arthritic changes tri-compartmentally. MRI was significant for a complex medial meniscus displaced tear, as well as tri-compartmental chondromalacia (onset: (B)(6) 2017; latency: 24 days last dose to onset). On (B)(6) 2017, the patient underwent left arthroscopic medial meniscectomy, left arthroscopic synovectomy and left knee arthroscopic removal loose bodies for left knee medial meniscus tear, synovitis and loose body chondromalacia. On unknown dates in 2017, the patient recovered from all the events. On (B)(6) 2018, patient visited for post-operative evaluation. Patient was doing well. Patient was much happier with the results. Patient's pain had decreased significantly and she was able to ambulate. On (B)(6) 2017, patient was doing very well. However, patient was still having some clicking in the knee (onset: 2017; latency: unknown). However, the pain was significantly improved compared to before operation. Patient would proceed with viscosupplementation. Action taken: drug withdrawn nos. Corrective treatment: left arthroscopic synovectomy for synovitis, diclofenac potassium (voltaren) gel for baker's cyst; diclofenac potassium (voltaren), ice, heat for restriction to knee flexion and extension, left knee arthroscopic removal loose bodies,left arthroscopic medial meniscectomy for complex medial meniscus displaced tear; diclofenac potassium (voltaren), ice, heat for could not walk, swelling in the knee diffuse/knee was a balloon/increasing swelling in left knee, ice, heat , hydrocodone bitartrate/paracetamol (narco), diclofenac potassium (voltaren)for pain/increasing pain in left knee/diffuse tenderness to palpation over the knee; aspiration for aspirate knee; not reported for rest events outcome: unknown for clicking in the knee; recovered/ resolved for rest events a product technical complaint (ptc) was initiated on (B)(6) 2018 for "synvisc", batch number "unknown", global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: hospitalization for all the events. Additional information was received on 15-may-2018. Investigation summary was received and processed. Clinical course was updated and text amended accordingly.